Manufacturer narrative:
Received one device. The customer's reported problem, "not infusing properly.", cannot be replicated report error. Device passed accuracy test, 21.2ml. The probable cause of the report error is the user error. Reloaded firmware and performed preventative maintenance to resolve report error. This device passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Additional information: we received further information that the product fault occurred while in use with the patient on (B)(6) 2024 and has a delay in infusion therapy.

Event description:
It was reported that the device was not infusing properly. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: initial reporter phone: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.